Manufacturer narrative:
(B)(4).

Event description:
Diabetes educator contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient, a cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Diabetes educator did not report any injury or medical intervention at the time of contact with dexcom technical support.